Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. We are currently awaiting return of the device for analysis which is expected but has not yet been received.

Event description:
Per email: indeed, during the procedure before introduction into the introducer, the guidewire has unraveled and broke requiring the use of another guidewire without delaying the procedure. No clinical consequences for the patient to report.

Manufacturer narrative:
(B)(4).

Event description:
Per email: indeed, during the procedure before introduction into the introducer, the guidewire has unraveled and broke requiring the use of another guidewire without delaying the procedure. No clinical consequences for the patient to report.